Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
The customer reported that on thursday, november 2, a little before 16:30 p.m., all the alarms on all the monitors of the service were deactivated and had to be manually reactivated to return to normal operation. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported. A philips remote service engineer (rse) reviewed the logs and no error was visible and there was no trace of alarm deactivation on the scopes. The logs showed that, during the mentioned period, alarms rang on the monitors and were sent to the two central stations of the department. Regarding the reactivation of the alarms, the rse found only the reactivation of the qt alarms from the central station by one of the nurses and the reactivation of the pulse on the monitor of room neur_2 . No other reactivation was visible for the other monitors. Manual activation of all the alarms on all the monitors resolved the issue and the system returned to normal operation. The analysis of the logs did not point to the source of the problem.

Manufacturer narrative:
The logs were reviewed by the product support engineer (pse) and the pse agreed with the results of the field investigation that for the time frame mentioned by the customer there is no indication of a system malfunction or that alerts were not provided. Both, the patient information center ix (pic ix) technical logs and the audit log file, indicate that for the investigated timeframe of (B)(6) 2023 around 16:30 (+/- 15 minutes) there have been no issues of pic ix device or device alerting being logged. The pic ix system worked as expected and specified. By the logs provided, it can as well assume that the bedside devices alerted. The requested ivpm alert logs would provide further evidence, but the field did provide this information. Furthermore, from pic ix pse perspective, the investigation is closed with no indication of an issue during suspected time frame. The cause of the reported problem is unknown. The reported problem was not confirmed. The engineer provided their analysis findings to the customer which indicate no device problem found, the device worked as intended.